Event description:
Per customer, "in our routine qa tests yesterday, our beam check device showed a 15% asymmetry on our 15 mev electron beam. This was verified with an independent test device. We verified that in clinical mode, both tsym and rsym meters showed 0.0 or 0.1 as the beam ran - there were no interlocks. We verified that the check cycle and cal cycle passed - the tsym and rsym meters both went to 9.9 during the check cycle as is normal. At the end of the day, we brought in the scanning tank and verified that the beam was extremely asymmetric. The service group was called, and when they turned the servo off - the beam was flat and symmetric, however, the meters showed the beam was very asymmetric, and the symmetry interlocks were activated. After troubleshooting, they determined that the relay that controls the symmetry set point had failed. After replacing the relay, the beam was flat and symmetric without any steering adjustment. Obviously, we are very concerned about a situation where the dosimetry system can fail without any of the inherent checks and interlocks being active. Can you please verify that in the situation that I described there are no other safety features that should have caught this situation." It has not been determined how many patients were treated with the dose asymmetry of 15%.

Manufacturer narrative:
Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.